Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed because the device was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as evaluation of device, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported that patient's left knee was revised after falling and sustaining a periprosthetic fracture of the femoral condyle (rep reported patient has limited mobility due to having ms and had another post-op fall previously).